Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " I have another patient that came to us with a ruptured implant" via "CT". This record is for the "left" side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported " ruptured implant" via "CT". This record is for the "left" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b6.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.